Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation related to the subject device, a definitive root cause of the e224 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ofr) was informed that the customer viesra 4k ultra high definition camera control unit was redisplayed a camera head communication error, e224 error code. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The customer returned two devices for repair. The subject device and a camera head, ch-s400-xz-eb s/n (B)(4). During the evaluation of both devices, the subject device is operating properly, and it was identified the camera head caused the malfunction reported. The camera head was reported on the medwatch with patient identifier (B)(6). The subject device was last serviced via repair on june 1, 2021 the investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.